Event description:
Reported due to occlusion, which resulted in surgical treatment. An arteriotomy procedure with the closer s device was successfully completed; date unknown. No complications were reported. On an unspecified date the pt complained of leg pain and loss of pulse. An occluded artery reportedly required surgical intervention to remove the suture. Although requested, no additional info was provided.